Event description:
During a follow-up, a message was displayed on the programmer screen informing that a device reset occured and advising the user to confirm the device programming. After pressing ok, the message was still displayed with impossibility to perform the device follow-up. The same behavior was observed with another programmer. No device follow-up has been performed since 2014. The patient didn't report any possible exposure to strong emi. The device was explanted on (B)(6) 2016.

Event description:
During a follow-up, a message was displayed on the programmer screen informing that a device reset occured and advising the user to confirm the device programming. After pressing ok, the message was still displayed with impossibility to perform the device follow-up. The same behavior was observed with another programmer. No device follow-up has been performed since 2014. The patient didn't report any possible exposure to strong emi. The device was explanted on (B)(6) 2016.